Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the interface board. No blank display and the lcd board tested ok. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.